Event description:
Patient undergoing photopheresis procedure for 13th procedure for chronic lung transplant rejection with no problems through the 12th procedure prior to 2008. Anticoagulant used is 10,000 units heparin in 500 ml normal saline for procedure number 13. Patient's baseline blood pressure -b/p- at start of procedure was 111/60, pulse 105. At return of first cycle of auto blood and heparin/saline mixture, pt complained of feeling nauseated, hot, and lightheaded, followed by transient ie, 5-10 seconds unresponsiveness. Vital signs at this time were: b/p 69/38, pulse 124. Small amount of emesis. Medical intervention at this point included: cessation of apheresis procedure immediately, trendelenburg position, patient revived with ammonia inhalant, small amount of emesis subsequent to revival, i.v. Of normal saline 300 ml with improvement of hemodynamics within 10 minutes. Based on incomplete normalization of blood pressure 94/66, pulse 119, 250 ml albumin administered intravenously. Concurrently attempted to return pt's auto blood from apheresis machine, at which time, pt's blood pressure again precipitously declined 85/55 and pt again complained of nausea, light headedness. Auto blood reinfusion discontinued with gradual to complete resolution of hemodynamic abnormalities, no orthostatic abnormalities as well within four hrs. Per hospital pharmacy, heparin is manufactured by baxter corp: 10,000 units/ml lot #117028. Anticoagulant mixture prepared by hosp pharmacy in 2008, expiration of 02/07/08. Dose or amount: approximately 100 units, frequency: one time use, route: IV bolus. Dates of use: one day in 2008. Diagnosis or reason for use: apheresis anticoagulant. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.